Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on an unspecified date. Per the contact, the cause of death was unknown. Reportedly, the customer experienced a high blood glucose level of over 1500 mg/dl and was wearing the pump at the time of death. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.